Manufacturer narrative:
The device remasin inservice at this time. Should additional information become available, this report would be updated.

Event description:
Boston scientific received information that an alert was detected due to out of range pacing impedance measurements on the right ventricular (rv) lead. It was reported that the impedances have been fluctuating over time and noise was present on the shock channel, however there is no noise stored in the device for rate/sense or isometrics. All other lead measurements were normal.

Manufacturer narrative:
Additional information was received one month later indicating the device has been turned off and the lead is scheduled to be replaced in two weeks. Should additional information become available, this report will be updated.